Event description:
It was reported that a catheter dislodgement from the intrathecal space was suspected. The severity was indicated to be a ¿3¿ out ¿7¿, indicating that hospitalization or prolongation of hospitalization for treatment of the adverse event was required. On (B)(6), a contrast study and careful examination in the neurology department revealed a possibility that the catheter may have dislodged from the intrathecal space, hence a surgery was scheduled for 12/6 to replace or reposition the catheter. The device system was used to deliver gabalon. It was later reported that, after implant on (B)(6), the symptoms of contracture continued and effect didn¿t appear, despite increased dosage. The contrast examination was performed and it was strongly suspected that the catheter escaped from the medullary cavity. The contrast radiography of the catheter was performed before the replacement, and diffusion was confirmed. During the revision, only the medullary cavity side catheter was replaced. The catheter distal end position was lowered considerably, based on instructions from the neurologist. The contrast radiography was performed again after the replacement, and connected with the pump and there was no problem. The healthcare provider (hcp) worried about the daily dose, but ¿as it was the weekend¿, started from 50mcg/day and it was decided to follow-up.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, implanted: 2013-(B)(6), product type catheter product ID 8781, lot# 206970872, product type catheter. (B)(4).

Event description:
Additional information received reported the patient recovered on 2013-(B)(6). It was noted the catheter tip was pulled back from th2 to th8.